Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited intermittent noise. No noise was noted during the generator replacement procedure, but several were saved in the device. Due to the patient being mostly persistent atrial fibrillation with no atrial pacing, the physician decided the best action was to keep the lead as previously programmed. The patient was discharged and would continue to be monitored.